Manufacturer narrative:
Customer indicated that they recently trained with the autopulse platform using a full length mannequin along with the same batteries used during the reported event without any complications. Customer stated that their batteries are tested regularly and cycled daily during morning shift checks. Battery with serial number (B)(4) had 37 test cycles and battery with serial number (B)(4) had 39 test cycles. The autopulse battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Please see the following related MFR. Report #3010617000-2014-00519 for autopulse® resuscitation system model 100 with sn: (B)(4). Please also note that there were no issues reported against the second nimh battery with sn: (B)(4).

Event description:
It was reported that during patient use, the autopulse platform performed 3 compressions, then stopped and displayed a "replace battery" message. The autopulse nimh battery (sn: (B)(4)) was swapped out with another nimh battery (sn: (B)(4)). At this point, a family member produced a do not resuscitate (dnr) document and treatment was discontinued. No further information was provided. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.